Manufacturer narrative:
The insulin pump received with intermittent response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked battery tube threads and cracked case reservoir tube window corner.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 125 mg/dl. Customer stated that she was pressing buttons and they got stuck. Customer reported that the pump started alarming. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.